Manufacturer narrative:
Pharmacovigilance comments: the serious, expected event of implant site infection was considered possibly related. Serious criteria included the need for medical intervention, in the form of multiple antibiotics and steroids following the treatment procedure, to prevent permanent harm. The non-serious, expected events of redness and swelling at the implant site, and the non-serious, unexpected events of skin tightness and ocular hyperaemia were also considered possibly related. All of the events are consistent with the implant site infection and inflammation. However, it is unclear if the steroid dose administered at the time of the implant was used as a preventative treatment or as a treatment for an unspecified medical condition. This case included one of at least ten patients in the same surgical practice with suspected biofilm infection of dermal filler implants over an unknown period of time. Many of these patients had dental infections which serve as potential contributory factors to the implant site infections. An underlying immunosuppressive condition or immunosuppression due to prior steroid treatments might have also contributed to the reported events. The case meets the criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Engineering evaluation: the IFU includes infection as an adverse event. Diligent follow-up will be initiated to determine if this case series represents a new signal. Trending of medical complaints reported for the product will continue. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 15292. (B)(4).

Event description:
(B)(4)is a spontaneous report sent on 22-jan-2018, with additional information received on 30-jan-2018, from a physician which refers to a female (B)(6). She had a fitzpatrick skin type I-ii. Linked case is (B)(4). The patient's medical history included: breast augmentation surgery, ectopic pregnancy, laparoscopic surgery, dental procedure, and a penicillin allergy. Concomitant treatments included zoloft [sertraline hydrochloride]. The patient had previously received treatment with restylane-l in the tear troughs on (B)(6) 2012. The patient received injection of botox in the past on unknown dates. On (B)(6) 2018, the patient received treatment with 1 ml restylane-l (lot 15292) to tear trough with a 29 gauge 1/2 inch needle and unknown technique. The patient was one of at least ten patients from the same surgical practice with an infection; many reportedly associated with dental infections. Following injection on (B)(6) 2018, the patient received injection of decadron [dexamethasone] 7 mg im. Seven (7) days later, on (B)(6) 2018, the patient experienced a moderate infection, biofilm(implant site infection) at the bilateral lower lid and zygomatic arch. After an unknown duration, the patient also experienced her skin feeling taught(skin tightness), swollen(implant site swelling) and red (implant site erythema). The patient also had pink in eyes, lower lids(eyes red). Treatment for the adverse event included doxycycline [doxycycline] 100 mg bid and biaxin [clarithromycin] 500 mg bid both started on (B)(6) 2018 as a medical intervention. The patient was also prescribed prednisone[prednisone] 60 mg once on (B)(6) 2018 and medrol[methylprednisolone] dose pack to start on (B)(6) 2018. Outcome at the time of the report: infection, biofilm was recovering/resolving. Skin feeling taught was unknown. Swollen was unknown. Red was unknown. Pink in eyes, lower lids was unknown. This case was initially assessed as non-serious/ not reportable, however with the follow up information received on 30-jan-2018 the case was upgraded to serious/ reportable.